Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device unintentionally shut down during an infusion of inotropes. At approximately 0400, the pump went "blank" without warning. Per the nurse, there were no alarms or error messages prior to the pump shut down. As a result of the pump shut down, the inotropes stopped infusing, and the patient's systolic blood pressure dropped to 60mmhg. The inotrope infusion was restarted on another pump and the patient's blood pressure was stabilized.

Event description:
It was reported that a pc unit (pcu) unintentionally shut down during an infusion of inotropes. It was ordered to titrate 3mg noradrenaline in 100 ml 5% dextrose a rate of 0-15 ml/hr to maintain a systolic blood pressure (sbp) between 100-110 mmhg. At approximately 0400, the pump went "blank" without warning. In addition to the large volume pump (lvp) infusing the noradrenaline, there were two other lvps attached to this setup at the time of the event. As a result of the pump shut down; the noradrenaline stopped infusing and the patient's sbp decreased to 60mmhg. Albumex 4% in 500 ml was administered to treat the patient's hypotension. The noradrenaline infusion was restarted on another pump and the patient's blood pressure increased to 110/45 mmhg. It was reported that there were no alarms or error messages prior to the pcu shut down.

Manufacturer narrative:
The customer¿s complaint of shutting off without warning was confirmed during log review. Inspection: the device was received in good condition. The instrument seal was intact. Dried fluid was observed on the female iui dried fluid and corrosion were observed on the male iui. A circle has been drawn around soft key 14 on the keypad. Received with international power cord. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu battery log showed battery conditioning has not been performed since the start of logs. Review of the pcu event log showed, while four (4) attached lvp¿s were infusing three (3) programmed infusions, the pcu alarmed for low battery. The pcu was plugged into ac power for approximately 3 ½ hours. The pcu was then unplugged from the power source and the battery discharged without prior alarm approximately three (3) hours later. The system paused all infusions. Battery date code: 1708 (february 2017). Service bulletin 592 a states ¿the battery should be replaced every two (2) years by qualified personnel¿. Fast conditioning of the battery showed the battery capacity value was 2186 mah (acceptable range= 4000 mah-4500 mah). The battery was replace with a known good battery to complete testing. Testing showed, with a known good battery, the pcu will generate all expected battery warning alarms. Inspection of the pcu showed cracks at the bottom of the front case resulting in a screw being forcibly removed during disassembly; service will replace front and rear case and charge to cad. Service bulletin 592 a was sent to the customer on november 2016 and out lined proper care and maintenance for the pcu battery log analysis results: the customer provided an event date of 25 july 2020 at 4:00 am. Review of the pcu maintenance records showed preventative maintenance was last performed 28 december 2019. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu battery log showed, the pcu was using backup battery (dc power) for approximately 4 hours before the ¿low battery¿ warning was recorded at 12:13 am on 25 july 2020. Tthe pcu was then plugged in (ac power on) at 12:19 am and unplugged (dc power) at 3:47 am (approximately 3 ½ hours later). The pcu recorded lb3 (low battery) at 6:41 am. There was no record of the pcu being plugged in again on the event date. The log covered 19 december 2019 to 22 august 2020. There was no record of the battery conditioning. Review of the pcu event log showed, prior to the reported event time, the pcu was powered on 24 july 2020 at 3:11 pm and a new patient and same profile were selected. On 24 july 2020 at 11:20 pm, the reported affected lvp (sn 14180986) was selected and programmed reported guardrail drug noradrenaline (3mg/100 ml; drugid= 153) to infuse at a rate of 4 ml/hr (vtbi=20 ml). On 25 july 2020 at 12:13 am, the pcu alarmed for low battery. At 12:19 am, the pcu was plugged into ac power. At 3:47 am, the pcu was unplugged from ac power; dc power on. At 6:41 am, the pcu recorded lb3 and the battery discharged; the system paused all infusions (channel b idle; channels a, c, & d paused). The user selected soft key 14 and the pcu was powered off. At 6:42 am, the pcu was powered on and alarmed for low battery capacity and battery very low. The user removed three (3) channels and channeled off the remaining lvp. At 6:47 am, the pcu was powered off. The root cause of the customer¿s complaint of shutting off without warning was identified as due to process errors. The battery was observed more than two years old and not conditioned in the last twelve months as recommended in the dfu. Device history review: pcu sn (B)(6). Review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (07/30/2014). A review of the device service history record was performed beginning from the date of manufacture to the present date (09/02/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Correction on initial report: b.5. Additional information provided: a.1, a.2, a.3, a.4, b.7, d.10 & d.11. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a pc unit (pcu) unintentionally shut down during an infusion of inotropes. It was ordered to titrate 3mg noradrenaline in 100 ml 5% dextrose a rate of 0-15 ml/hr to maintain a systolic blood pressure (sbp) between 100-110 mmhg. At approximately 0400, the pump went "blank" without warning. In addition to the large volume pump (lvp) infusing the noradrenaline, there were two other lvps attached to this setup at the time of the event. As a result of the pump shut down; the noradrenaline stopped infusing and the patient's sbp decreased to 60mmhg. Albumex 4% in 500 ml was administered to treat the patient's hypotension. The noradrenaline infusion was restarted on another pump and the patient's blood pressure increased to 110/45 mmhg. It was reported that there were no alarms or error messages prior to the pcu shut down.

Event description:
It was reported that a pc unit (pcu) unintentionally shut down during an infusion of inotropes. It was ordered to titrate 3mg noradrenaline in 100 ml 5% dextrose a rate of 0-15 ml/hr to maintain a systolic blood pressure (sbp) between 100-110 mmhg. At approximately 0400, the pump went "blank" without warning. In addition to the large volume pump (lvp) infusing the noradrenaline, there were two other lvps attached to this setup at the time of the event. As a result of the pump shut down; the noradrenaline stopped infusing and the patient's sbp decreased to 60mmhg. Albumex 4% in 500 ml was administered to treat the patient's hypotension. The noradrenaline infusion was restarted on another pump and the patient's blood pressure increased to 110/45 mmhg. It was reported that there were no alarms or error messages prior to the pcu shut down.

Manufacturer narrative:
The customer¿s complaint of shutting off without warning was confirmed during log review. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu battery log showed battery conditioning has not been performed since the start of logs. Review of the pcu event log showed, while four (4) attached lvp¿s were infusing three (3) programmed infusions, the pcu alarmed for low battery. The pcu was plugged into ac power for approximately 3 ½ hours. The pcu was then unplugged from the power source and the battery discharged without prior alarm approximately three (3) hours later. The system paused all infusions. Log analysis results: the customer provided an event date of (B)(6) 2020 at 4:00 am. Review of the pcu maintenance records showed preventative maintenance was last performed 28 december 2019. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu battery log showed, the pcu was using backup battery (dc power) for approximately 4 hours before the ¿low battery¿ warning was recorded at 12:13 am on (B)(6) 2020. Tthe pcu was then plugged in (ac power on) at 12:19 am and unplugged (dc power) at 3:47 am (approximately 3 ½ hours later). The pcu recorded lb3 (low battery) at 6:41 am. There was no record of the pcu being plugged in again on the event date. The log covered on (B)(6) 2019 to (B)(6) 2020. There was no record of the battery conditioning. Review of the pcu event log showed, prior to the reported event time, the pcu was powered on (B)(6) 2020 at 3:11 pm and a new patient and same profile were selected. On (B)(6) 2020 at 11:20 pm, the reported affected lvp (sn (B)(6)) was selected and programmed reported guardrail drug noradrenaline (3mg/100 ml; drugid= 153) to infuse at a rate of 4 ml/hr (vtbi=20 ml). On (B)(6) 2020 at 12:13 am, the pcu alarmed for low battery. At 12:19 am, the pcu was plugged into ac power. At 3:47 am, the pcu was unplugged from ac power; dc power on. At 6:41 am, the pcu recorded lb3 and the battery discharged; the system paused all infusions (channel b idle; channels a, c, & d paused). The user selected soft key 14 and the pcu was powered off. At 6:42 am, the pcu was powered on and alarmed for low battery capacity and battery very low. The user removed three (3) channels and channeled off the remaining lvp. At 6:47 am, the pcu was powered off. See log table above for programming details. Device history review: pcu sn (B)(6). Review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (07/30/2014). A review of the device service history record was performed beginning from the date of manufacture to the present date (09/02/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of the customer¿s complaint of shutting off without warning was identified as due to process errors. The battery was observed more than two years old and not conditioned in the last twelve months as recommended in the dfu.